Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 39 mg/dl. The user managed the episode with fast-acting carbs and support from a caregiver, after which glucose returned to range. No outside medical intervention was required.